Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose level. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. It was stated that the infusion set tubing seemed to be crimped. It was stated that the mother requested a replacement of the insulin pump. No further information was provided.